Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The leak was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, mildly calcified left anterior descending artery. When applying negative pressure to the 2.25x23 mm xience v stent delivery system (sds) during preparation, air was observed leaking from the balloon. The device was not used on the patient. A new sds was used successfully to treat the patient. There was no clinically significant delay in the procedure reported. No additional information was provided.